Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 160 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a button error alarm after boot up, and had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.